Manufacturer narrative:
A complete lead was returned with its associated guidewire fully inserted and stuck due to dried blood in the lead. Visual and x-ray analysis did not reveal any anomalies. The s-curve hump height was unable to be measured due to the associated guidewire was returned stuck in the lead and was unable to be removed. The reported event of loss capture was not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The reported event of guidewire insertion issue was confirmed. The guidewire insertion test was unable to be performed due to the associated guidewire was returned stuck in the lead and was unable to be removed due to the blood noted at the distal tip region.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that loss of capture was observed on the left ventricular (lv) lead due to dislodgement. The dislodgement was confirmed with x-ray. During the revision procedure, the guidewire was not able to be moved in the lv lead while attempting to reposition. The lv lead was explanted to resolve the event. The patient was stable and will continued to be monitored.